Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contact lifescan alleging she has to move the strips around in the test strip port for it to work properly. The issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.